Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an issue connecting their sensor and also received a power loss alarm. Blood glucose value was 489 mg/dl at the time of the incident. The customer treated with a manual injection and was not hospitalized. Troubleshooting was performed and the customer was able to clear the alarm. Nothing will be replaced and returned.